Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle experienced a safety shield failure - e.g. Shield breaks off from needle. The following information was provided by the initial reporter: the customer stated the "user attempted to activate the safety shield the shield broke off the hub.¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® eclipse¿ blood collection needle experienced a safety shield failure - e.g. Shield breaks off from needle. The following information was provided by the initial reporter: the customer stated the "user attempted to activate the safety shield the shield broke off the hub.¿